Event description:
Health care professional (hcp) reports pre-renal pt with 2 incidents (11/29/99 and 12/6/99) of cracked minicaps. The minicaps were originally placed by the hcp and the pt had tightened the minicaps on a daily basis. The cracked minicaps were noted while the pt was showering. No leakage noted. One minicap was cracked in the finger flange area and the other was cracked on the side of the minicap. The pt received a transfer set change with each incident. No pt injury or need for medical intervention reported per hcp.